Manufacturer narrative:
Manufacturer's investigation conclusion: the low flow alarms could not be confirmed as no log files were submitted for analysis. The account reported that flows increased after an impella rp was inserted. A direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the hm 3 lvas, serial number (B)(6), with no further events reported at this time. No product is available for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the hm 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as an adverse event that may be associated with the use of the hm 3 lvas. Additionally, this section addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced intraoperative low flow alarms on the left ventricular assist device (lvad). An impella rp was inserted and lvad flows increased.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.